Event description:
The customer reported that the ac leads were not illuminating and the device would not power on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.